Event description:
During abdominal aortic aneurysm surgery, the interlock - 35 10 x 40 coil was deployed and unraveled in the catheter as the catheter was being removed. The surgeon noticed immediately and was able to retrieve the coil. The sales representative in the or was notified immediately. The device was isolated, packaged for assessment/investigation and taken to the materials management (mm) supervisor. When I requested details from mm, they could not locate the device and determined that the rep had already picked it up. I have been trying to get this info from mm, but finally just had to contact the rep myself. The rep stated in his e-mail that the device was shipped back to his company for interrogation and testing as per their complaint reporting system.======================manufacturer response for interlock-35 10x40 coil, interlock (per site reporter)======================I just contacted them for information that I had not received from our mm dept, and he promptly responded with the details he had. I have not requested follow-up regarding the status of the device.